Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a bolus not delivered. The customer's weight at the time of the incident was unknown. Leading up to the event, the customer reported receiving sensor updating. The insulin pump will not be returned for analysis.